Event description:
Sensitivity to latex developed over years of exposure as a health care worker, leading to the need for medicated inhaler for reactive pulmonary dx secondary to latex exposure. Currently continue to risk latex aerosolization from use of product containing latex gloves when a similar product is available without the gloves. Risk exists with any staff useage of product.